Event description:
Blanket rga for g-8050 and avd-8000 voluntary recall. During the production process, lot number 98b424 of model g-8050 was rejected on the production floor for one pouch that had been heat sealed and was found during in-process inspection with perforations on the mylar side on the pouch. The reason for the recall is that the pouches could potentially become perforated by a non-radiused corner on the ratchet clip, which could compromise the sterile barrier. No device malfunction, patient related injury or complication were reported or associated with this recall.